Event description:
It was reported that after completing a supply change, the user observed insulin leaking from the tubing where it attaches to the connector on the ilet bionic pancreas system using a contact detach infusion set and fiasp pre-filled cartridges; the first and second supply changes resulted in the same leak, and after a third supply change insulin delivery resumed without leaking. The user experienced a blood glucose peak of 259 mg/dl with no adverse clinical symptoms reported. Outcomes included delayed insulin delivery due to the leak with no long-term health consequences or impact. User support included troubleshooting and education. Investigation of this case revealed a connector interface leak at the tubing-to-connector junction, not at the connector-to-pump or connector-to-cartridge interfaces, and replacement supplies were shipped. It was concluded, based on previously established findings for similar reports, that a component connection issue at the tubing-to-connector interface was the cause.